Manufacturer narrative:
Lot number was not available on the date of filing. The biopsy trajectory guide kit was returned to the manufacturer for analysis. Analysis found a mechanical failure; the returned guide stem would not seat into the base. This issue was documented in a medtronic navigation hardware anomaly tracking database. Manufacture date was not available on the date of filing. Please reference MDR 1723170-2019-00326. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial biopsy procedure the navigus biopsy kit guide stem would not lock into the straight external base. The site opened another kit and the issue reoccurred. The site used the angled base to complete the procedure. There was no delay to the procedure. There was no reported impact on patient outcome.